Manufacturer narrative:
The product was returned for evaluation and testing;however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the stent delivery system (sds) did not cross the target lesion. When the product was received for analysis, the proximal stent strut(s) were noted to be uplifted. There was no reported patient injury. No additional information is available.